Manufacturer narrative:
Registered internally as a complaint (reference (B)(4)) for further investigation by manufacturer. The electrodes in question are manufactured by an approved (B)(4) subcontractor. An evaluation of the manufaturing records by the subcontractor indicated that the lot of electrodes met all required manufacturing, sampling and inspection specifications. Electro-cautery equipment was in use by the complainant at the same time as the (B)(4) electrodes in question. There are known risks associated with such device to device combinations where electrodes can intercept stray radio frequency energy and result in thermal heating. (B)(4) safety information supplied to end users states such interactions exist and warns end users that electrode disconnection may be needed to avoid such interactions ((B)(4)). A seperate MDR is being filed for the (B)(4) equipment in use at the time of the incident (ref MDR 3010611950-2016-00002).

Event description:
Customer reported a patient received an electrode burn while using natus neurology electrodes pn 019-400400, ln 533818, in conjunction with a viking select OEM system, pn 982a0403, sn (B)(4). Customer also reported that electro-cautery equipment (not a natus device) was in use at the same time the electrodes were in use.